Event description:
Nurse called for customer, reported meter results of 286 mg/dl, 102 mg/dl and 121 mg/dl within 10 mins on the compact plus system. Also reported meter results of 209 mg/dl, 133 mg/dl and 131 mg/dl within 10 mins. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.